Manufacturer narrative:
A bayer service representative performed an injector checkout of the stellant d injector system. The system was found to perform to specification. There is no evidence of product malfunction. There were no disposables available for evaluation. In addition, lot numbers were not provided; therefore retained samples are not able to be tested. The customer declined additional applications training.

Event description:
A bayer representative reported the following: we were notified about the following event, occurred one week ago during an automatic injection of ultravist 300 while the patient was attached to the medrad stellant injector. The customer stated the following, "following the injection of 130 ml of ultravist 300 from 250 ml prefilled syringe - with a stellant injector, a female patient ((B)(6)) with a pulmonary cancer experienced a heart attack. She was then resuscitated with a cardiac massage and adrenaline and ephedrine injections. Following the massage, she experienced a thoracic fracture. She was operated. No medical background - no allergies know before the injection. The doctor thinks that is linked to the contrast product media."